Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and had pump error. The customer¿s blood glucose level was 44 mg/dl. The customer was treated with the oreos. Customer was able to complete insulin pump rewind. The customer declined troubleshoot for low glucose. The customer reported that they had performed the self test and the test was passed. The insulin pump will not be returned for analysis.